Event description:
The end user's daughter alleges, her mother was in bed moving a comforter that was partially on the powerchair, when she got the comforter caught on the controller putting the powerchair in motion. The user got her foot tangled in the comforter; the user sustained a cut on the heel of her foot requiring hospitalization for two days.

Manufacturer narrative:
Method - not a product problem, MDR reported due to injury; results - user error.